Manufacturer narrative:
Replaced anesthesia control board and reconstruct the gas inlet valve to fix the reported issue. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, ventilator does not work. There was no reported patient involvement.

Manufacturer narrative:
The MDR follow-up #1 was submitted with the incorrect manufacturer report number 2112667-2017-02093. This MDR follow-up #2 is being submitted with the correct number 2112667-2017-01790.

Manufacturer narrative:
This follow-up correction is being submitted because the first submitted follow-up 1 was submitted under the incorrect MDR number 2112667-2017-02093 in error. Please delete MDR 2112667-2017-02093 from the system.